Event description:
It was reported with the sheath in the pt, the physician attempted to aspirate blood with the syringe via the 3-way stopcock, but air was aspirated. The sheath was replaced to complete the procedure with no consequences to the pt.

Manufacturer narrative:
(B)(4). The device was not returned for eval. Review of the device history record confirmed the device met mfg requirements prior to shipment.